Event description:
The customer reported to beckman coulter (bec) that the coulter act diff analyzer generated vacuum fail errors along with a few drops of fluid leaking from the probe wipe block. The leak was not contained within the instrument. The msds was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection to this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The customer initially stated that they checked filters, changed tubing, changed check valves and waste lines and were still experiencing vacuum fail errors. The customer technical support (cts) instructed the customer to check pneumatic lines and to ensure that there were no loose connections and tubing. The customer indicated that they would call back if problem persists after troubleshooting with the cts. The customer called and reported a probe leak after replacing a probe wipe block prior to the call. The cts discovered that the probe wipe block was not installed correctly by the customer and instructed the operator to remove and reinstall the probe wipe block. Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed vacuum errors and a leaking probe. The fse concluded that the issues occurred as a result of a clogged probe. The fse cleaned the probe wipe and the issues were resolved. The fse validated the system performance. The first failure mode identified was related to the leaking probe which can be attributed to use error. The vacuum errors can be attributed to the clogged probe wipe. (B)(4).